Manufacturer narrative:
Steering angle is being incorrectly restored in 3.5 from 2.0 and 3.0 9l4 preset backups. This can result in non-zero steering for color and spectral doppler on non-linear probes. The 9l4 and 6c1 hd not affected. Backup datasets that have been created on 2.0 or 3.0 on non linear transducers (when user switched to a non linear transducer from linear steered image and saved preset), would exhibit the problem when they are restored to 3.5 release because the color doppler image would be steered. Factors that currently mitigate the risk of the hazard: this issue only affects sites that use the 9l4 linear probe prior to 3.5. Workaround: if the user deletes the restored user defined presets and manually creates them, the problem is not observed. In addition, the user may switch to the factory default preset. The user will not experience this issue with factory default presets. It is only seen with user defined presets.

Event description:
After upgrading a va30a or va30b system to va35a, and restoring all system backups, color flow outside of the expected area when using the restored user defined presets was observed. This is a color misregistration issue with user-defined presets. The use of the 9l4 transducer on the 2.0 and 3.0 releases can cause color misregistration on non-linear probes in the 3.5 release.